Event description:
The customer was hospitalized for high bgs and dka. The customer stated that the pump was not the cause of their high bgs. The customer indicated that they had multiple infections and there was serious delays getting their medication. Moreover, the customer received a no delivery alarm during a manual prime when they attempt to resume pump therapy while in the hospital. The customer stated that an infusion set and reservoir change resolved the problem.